Event description:
It was reported that the patient's blood glucose level rose to 430 mg/dl while wearing the pod between 36 and 48 hours, on their abdomen. The patient reported having issues with their pod and experiencing high blood glucose levels. Hyperglycemic incident resulted in a hospital visit. No alarms or errors were received during the incident and the needle was inserted properly. The patient denied that were was any redness or swelling nor leakage at the insertion site, however there was more ¿a little bit more¿ bleeding than usual. The patient reported that the cannula looked normal upon removal of the pod. As treatment, the patient activated a new pod. At the time this event was reported to insulet, the patient was being treated in the hospital. Date of hospital admission was not reported. Details regarding reason for hospitalization, diagnosis, and treatment were not reported. Additional information is being solicited, a supplemental report will be submitted if received.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s916usqs7ezci hardware: sm-s916u cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.